Event description:
It was reported that the pt was having increased seizures and the mother felt the device was no longer working. Pt is mrdd, has severe aggression and mood swings, and can be very difficult and uncooperative. The pt refused to have the generator replacement surgery (due to end of service) at the last scheduled date so it has been rescheduled. Attempts for further info have been unsuccessful to date.